Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets exhibited signs of severe creases and imprints. Leaflets were marginally flexible. Al leaflets appeared to be in partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a slightly compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain the compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: seven media files were provided for review. Patient¿s executive summary was not provided for anatomical review. An misload is noted during the fluoroscopy valve load inspection with the infold involving 4 ½ nodes. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified at this time and the valve was attempted to be deployed after a pre bav was performed. An infold was visible at 80% during first and more significant with the second deployment attempt. At this time, the valve was recaptures, removed from the body and discarded. A new valve was loaded onto a new delivery catheter system. Fluoroscopy valve load inspection was performed, and a good load was confirmed. Subsequently, the new valve was successfully deployed without any issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once by an experienced loader. No misloads were reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm balloon. While releasing the valve on the initial deployment attempt, it was noted that it didn't expand properly. The valve was recaptured and an infold was noted. The infold involved nodes 1-4. The valve was recaptured and withdrawn from the body. A different valve was used for implant. No adverse patient effects were reported.